Manufacturer narrative:
The device was returned for evaluation. A hole was found in the silicone tubing and is aligned with end of the top connector. During loading of the tube sets, it is important to be aware that abrading the silicone tubing at the tube/connector transition point is possible if the tube set is loaded into the irrigation unit improperly. This tubing was used with a ji2000, which is not recommended for use with this tubing set. A complaint of a leaking tube set from the japan market that are associated with the use of a japan only ji2000 irrigator is an anticipated issue. A review of the DHR did not show any anomalies during the manufacturing process. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain additional information. Upon receipt of new relevant information or completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that there was leakage hole on tubing between the spike side and patient side was noted during preparation before the surgery. The device was used with ji2000. User training is scheduled to be done. There was no surgical delay and no adverse consequence to the patient. No further information was provided by the hospital. The product will be returned to your site.